Event description:
The complainant alleged that medics attempted to analyze a pt subsequent to a defibrillation, and the device displayed a "use pads" user-interface message and would not analyze the pt. The medics responded to a witnessed cardiac arrest call and when they arrived they found the pt unconscious and unresponsive. They immediately attached the device to the pt using multi-function electrodes, recorded an ECG snapshot of a displayed coarse ventricular-fibrillation heart-rythym. Several mins later, the medics initiated an analysis of the pt with a displayed ventricular-fibrillation heart-rythym. During the analysis time frame, the device issued an "analysis halted" user-interface message. The medics attempted another analysis of the patient and received a "used pads" user-interface message and an analysis was not performed. A third attempt was made to analyze the pt and a "shock advised" determination was returned, for a presented fine ventricular-fibrillation heart-rythym, and the medics administered a 200 joule shock to the pt. The medics then immediately attempted to initiate another analysis of the pt but received a "use pads" message. The 'analyze' button was depressed again in an attempt to analyze the pt but a recurring "use pads" message was displayed. The medics then initiated CPR to the pt and continued transporting the pt to a nearby medical facility. Prior to arrival at the hosp, the medics again attempted to initiate an analysis of the pt and the device maintained a "use pads" message. Prior to transferring pt care to the hosp, the medics recorded the pt ECG with a displayed fine ventricular-fibrillation heart-rythym. There was no indication from the complainant of any adverse effect on the pt as a result of the reported malfunction.